Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during the first inflation in the left sfa , the pta balloon catheter allegedly leaked at the hub. It was further reported that there was no difficulty retracting the balloon catheter through the sheath. Reportedly, another balloon catheter was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual inspection: one ultraverse pta dilatation catheter was returned for evaluation. The balloon size for this product is printed on the balloon hub of the catheter and identified the returned sample as a 6mm x 100mm balloon. No anomalies were noted to the strain relief or the y-hub. Functional/performance evaluation: the strain relief was removed and a nearly complete circumferential break was noted to the catheter, located 0.5cm from the distal end of the y-hub. The catheter break was examined under magnification and the edges of the break were jagged. Sanding marks were noted on the catheter at the point of the break. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the investigation is confirmed for a partial circumferential catheter break just distal to the y-hub, resulting in the reported leak. The definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the event. Labeling review: the current ultraverse pta dilatation catheter instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.